Event description:
Facility reported an internal blood leak on an 11th reuse dialyzer. 01/28/2000: called complainant. Complainant is off for the day, left a message. Will call again on monday (01/31/2000) to get further info. Estimated blood loss is 300cc. No medical intervention. Sample is available for examination.